Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, undersensing and loss of capture were observed on the atrial lead. It was mentioned that lead revision will be scheduled. No patient symptoms were noted.